Event description:
It was reported to philips that the device's paddle set was damaged. The cause of the damage was not identified by the customer. There was no reported patient involvement/adverse patient impact.